Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Functional testing found that the pump duplicated the reported issue. The investigation determined that a faulty microprocessor board was the cause of the reported issue. The microprocessor board was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that there was an error code 44510 during testing. There was no patient, or clinician injury associated with this event.